Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient was hospitalized in the neurosurgical ICU for 12 days for craniocerebral injury, and due to the difficulty of peripheral vascular puncture, the PICC was placed in the neurosurgical ICU at 8am on (B)(6) 2023, and the specialist nurse selected the deep vein of the left upper limb, and the routine operation, the catheter was successfully placed, and it was transferred back to the neurosurgical ward at 5 pm to continue symptomatic treatment. 9. At about 5 a.m. On the 12th, when the nurse inspected the ward, she found that the patient's PICC connector was disconnected from the catheter connection, (the patient was more irritable and had an appropriate amount of restraint) the PICC film was attached to the local skin tightly without shedding, and the nurse on duty evaluated and removed the PICC catheter. The PICC catheter is disconnected and there is a risk of infection. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient was hospitalized in the neurosurgical ICU for 12 days for craniocerebral injury, and due to the difficulty of peripheral vascular puncture, the PICC was placed in the neurosurgical ICU at 8am on (B)(6) 2023, and the specialist nurse selected the deep vein of the left upper limb, and the routine operation, the catheter was successfully placed, and it was transferred back to the neurosurgical ward at 5 pm to continue symptomatic treatment. 9. At about 5 a.m. On the 12th, when the nurse inspected the ward, she found that the patient's PICC connector was disconnected from the catheter connection, (the patient was more irritable and had an appropriate amount of restraint) the PICC film was attached to the local skin tightly without shedding, and the nurse on duty evaluated and removed the PICC catheter. The PICC catheter is disconnected and there is a risk of infection. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient was hospitalized in the neurosurgical ICU for 12 days for craniocerebral injury, and due to the difficulty of peripheral vascular puncture, the PICC was placed in the neurosurgical ICU at 8am on (B)(6) 2023, and the specialist nurse selected the deep vein of the left upper limb, and the routine operation, the catheter was successfully placed, and it was transferred back to the neurosurgical ward at 5 pm to continue symptomatic treatment. At about 5 am on the (B)(6), when the nurse inspected the ward, she found that the patient's PICC connector was disconnected from the catheter connection, (the patient was more irritable and had an appropriate amount of restraint) the PICC film was attached to the local skin tightly without shedding, and the nurse on duty evaluated and removed the PICC catheter. The PICC catheter is disconnected and there is a risk of infection. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported the patient was hospitalized in the neurosurgical ICU for 12 days for craniocerebral injury, and due to the difficulty of peripheral vascular puncture, the PICC was placed in the neurosurgical ICU at 8am on (B)(6), 2023, and the specialist nurse selected the deep vein of the left upper limb, and the routine operation, the catheter was successfully placed, and it was transferred back to the neurosurgical ward at 5 pm to continue symptomatic treatment. 9. At about 5 a.m. On the 12th, when the nurse inspected the ward, she found that the patient's PICC connector was disconnected from the catheter connection, (the patient was more irritable and had an appropriate amount of restraint) the PICC film was attached to the local skin tightly without shedding, and the nurse on duty evaluated and removed the PICC catheter. The PICC catheter is disconnected and there is a risk of infection. No other information was provided.